Event description:
This rv lead was implanted on (B)(6) 2009, and remains implanted at this time. A call was placed to technical services on 06/04/2018, stating that this lead was part of a system, that was involved in an infection and erosion. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).